Event description:
It was reported, that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose ranged between 255-350mg/dl. Reportedly, the altitude alarms were cleared by cleaning the speaker holes and loading a new cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.